Event description:
It was reported that the right atrial (ra) lead dislodged during the prophylactic extraction of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949, implantable tachy lead, (B)(6) 2006; 7288, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).